Event description:
An (B)(6) year old female pt underwent endovascular aneurysm repair on (B)(6) 2013. The physician placed zenith fenestrated stent grafts (proximal and distal components) as well as a zenith iliac leg graft with spiral-z technology. During ballooning with a cook coda balloon inside the main body of the fenestrated graft, infrarenal aortic rupture occurred and the pt expired on (B)(6) 2013. Additional info has been requested, but no additional info has been provided by the reporter at this time. Pt expired.

Manufacturer narrative:
Eval codes: unk as investigation is still in progress.